Manufacturer narrative:
(B)(6). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was out of an unspecified number of minicaps. This was found before therapy use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed which observed that the packaging was open and the sponge was totally out of the minicap. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.